Event description:
Pt with a history of stroke in (B)(6) 2009, presented to the hospital with a right mca occlusion. Utilizing road mapping technique, the right ica was traversed with a 032 penumbra catheter over a synchro ii guidewire and the guide catheter was advanced more distally, into the petrous segment. The microwire and catheter were used to traverse the right ica and right m1 segment, passing the microcatheter to the proximal face of the occluding thrombus. Exchange was made for a 032 separator. During thrombectomy with manipulation of the catheter with advancement, there was evidence of penumbra catheter kink external to the guide catheter, possibly limiting efficient thrombectomy. Secondary to initial difficulties advancing the 032 catheter, the terminal catheter kept getting caught up within the ophthalmic artery origin, the right mca and occluding thrombus was traversed by placing transcend 014 guidewire through the penumbra catheter and over the wire exchange was made for a new penumbra 032 catheter, advanced into the right mca. Control angiogram demonstrated full recanalization of the occluded m1 segment, timi flow of 3 within the m1 segment. There was evidence of thrombus penetration into other branches of the vasculature. No further procedures were conducted. Ninety days post-procedure the mrs scale = 2.

Manufacturer narrative:
Follow up information obtained on 2/25/2010:the writer contacted the nurse on 02/25/2010 to gather additional information. According to the nurse the patient's family refused to do an autopsy. Per the doctor's files the cause of death was considered to be unknown. The only information the clinic had was that the patient went into cardiac arrest and CPR was performed on the patient at her home. No further information is available.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) situation was identified which occurred on (B) (6) 2009 during drain cycle 6. The patient's drain volume was 2387 ml. Their programmed fill volume was 1400ml. This information meets iipv criteria. According to the nurse the patient passed away. The nurse stated that when the caregiver (cg) reported the death to the nurse he said that the patient was doing just fine, then she took a nap and passed away in her sleep. The cause of death was heart related. According to the nurse the patient never reported any symptoms of overfill and that she was not aware of the excessive drain volume. The nurse stated that the patient did not dialyze very often. The cause of death per the doctors was cardiac related and not peritoneal dialysis related. No further information was available.

Manufacturer narrative:
(B) (4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. CAPA-(B) (4) is currently open for the reportable malfunction of iipv / overdelivery.